Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a preparation of dialysis placement procedure in the right internal jugular vein for hemodialysis access, the catheter was allegedly kinked. It was further reported that the device allegedly failed to advance over the wire. The procedure was completed using same device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 19cm decathlon d/l catheter was return for sample evaluations. Visual and functional evaluations were performed. The stylet was loaded onto the red luer. A kink was noted to the proximal end of the stylet. Distinct curvature was noted throughout the catheter. An attempt to load an in-house j-tip guidewire into the loaded catheter stylet was performed and was unsuccessful. Resistance was felt during attempt. The catheter stylet was removed for further observation. The guidewire was noted to be stuck in the center portion of the catheter stylet. The loaded in-house j-tip guidewire was removed from the catheter stylet. Resistance was felt. Therefore, the investigation is confirmed for the reported kink and advancement difficulty. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a preparation of dialysis placement procedure in the right internal jugular vein for hemodialysis access, the catheter was allegedly kinked. It was further reported that the device allegedly failed to advance over the wire. The procedure was completed using same device. There was no patient contact.